Manufacturer narrative:
Visual inspections & results: lockout position: ab unfired, cartridge condition ab unfired, cartridge return batch number a j00j71 b j00j71, instrument number a 77 b 79. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear ab good, condition of short rack ab good, condition of yoke ab good, test cartridge batch # ab j00j71, was instrument cycled ab yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instruments reportedly "would not lock on lung tissue" during surgery. The instruments were returned in good physical condition. The instruments were cycled, fired, cut, and formed the stapled within design specification. The instruments were disassembled to examine the internal components and no deformations could be identified. It was concluded that the instruments were fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The instruments were used during a thoracoscopy. It was reported both instruments would not lock on the lung tissue. The procedure was completed with an ez35w. There was no consequence to the pt.